Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high pacing impedances that were greater than 2000 ohms. The rv lead was surgically abandoned and replaced. During the revision procedure, the rv lead was tested on the pacing system analyzer which confirmed the lead was the source of the reported observations. No additional adverse patient effects were reported.